Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death, ventricular tachycardia (arrhythmia) and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting procedures. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25mm to 4.25mm. The IFU also states to pre-dilate the lesion with a percutaneous transluminal coronary artery (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The implantation of the stent in a saphenous vein graft (svg) and the lack of pre-dilatation do not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the saphenous vein graft to distal left anterior descending artery with one xience v 3.5 x 18 mm stent and one 3.0 x 12 mm stent. On (B)(6) 2010, the patient experienced hypercarbic respiratory failure. The patient was hospitalized, intubated, and found to have lung cancer. On (B)(6) 2010, the patient underwent a percutaneous coronary revascularization in the target lesion. On (B)(6) 2010, the patient also experienced elevated cardiac enzymes. During the hospitalization the patient experienced sustained ventricular tachycardia which was treated with medication. Given the patient's multiple medical problems, palliative care was opted. The patient expired on (B)(6) 2011. There was no additional information provided.